Manufacturer narrative:
Additional, corrected and/or changed data: a.5b, b.3, b.5, b.6, d.6b, g.1, g.2, h.6.

Event description:
Patient reported left side rupture discovered through MRI and textured to smooth exchange due to recall concern. Patient is experiencing "slight pain" on one unknown side. Additional event of capsular contracture baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: material rupture, device appears to trigger rejection: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety: unable to confirm as it is a medical event not related to the device. Capsular contracture: observed next to the device have appears to be biological tissue but , it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device.

Event description:
Patient reported left side rupture discovered through MRI and textured to smooth exchange due to recall concern. Patient is experiencing "slight pain" on one unknown side. Additional event of capsular contracture baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Patient reported left side rupture discovered through MRI and textured to smooth exchange due to recall concern. Patient is experiencing "slight pain" on one unknown side. The devices remain implanted.